Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was showing signs of hemolysis and the vad team trying to rule out thrombus. The patient was placed on a heparin drip and admitted to the hospital. A log file was reviewed by the technical service representative and a slight elevation in flow due to pi events was confirmed. The vad coordinator confirmed that the patient had elevated hemolytic markers with lactate dehydrogenase of 1382 u/l and plasma-free hemoglobin ¿ 18. A ramp echo was performed on (B)(6) 2018. The study was performed at baseline with lvad speed of 9200 rpm. Ramp echo was then performed at speeds of 9200 through 10400 rpm. The lvedd decrease appropriately in size with increase in pump speed. The av remained closed at all speeds. Consistent with appropriate lv unloading of the left ventricle by the lvad. No additional information was provided.